Manufacturer narrative:
(B)(4): there was no reported patient involvement. The philips repair bench also found the defibrillation output was lower then specs and found the therapy port was worn and discolored. The therapy capacitor and therapy port were replaced which resolved the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction. However where multiple parts were replaced to resolve the issue a cause cannot be determined.

Event description:
The customer reported the unit keeps giving a red x on the display screen. When the device was evaluated at the philips repair bench the unit failed defibrillation and pads.